Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had an appointment a week ago where the program was changed from program 2 to program 4 and after adjusting the program "it felt fine." The caller indicated that initially it worked for 1-2 days and then the patient started feeling differently "like it wasn't working." Later the patient came home after an adjustment and it felt more like "bumping" in their foot. The foot "bumping" got worse and worse and reached the patient shoulders and head; the patient confirmed that they were using "bumping" to describe stimulation sensation. Two days prior to the call the patient changed from program 4 back to program 2 and lowered stimulation the day prior to the call which stopped the "bumping" and the patient felt better however the patient started going to the bathroom more. According to the call the patient was using the bathroom every 2-3 hours. During the call therapy was confirmed to be turned on and the caller mentioned that the patient's positioning affects their stimulation because the patient feels a strong stimulation in the buttocks when sitting on the toilet. The patient decreased stimulation from 1.1 to 0.9 which resolved the "bumping" in the patient's foot. The bumping/stimulation issue was reported to have started about a week ago and while the patient reported a specific date in which the frequency the date coincided with the patient reducing stimulation. The reported issues were not sudden/unexpected in nature and patient status is unknown at the time of this report. There were no further complication reported or anticipated.